Manufacturer narrative:
On an unreported date in (B)(6) 2016, the patient experienced peritoneal infection. The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection and was hospitalized for the event. The cause was reported as an unspecified bacterium. The patient was treated with unspecified anti-inflammatory drug intraperitoneally. At the time of this report, the patient had recovered from the event. Pd therapy was ongoing. No additional information is available.